Manufacturer narrative:
The customer reported that when doing gas calibration the device gives an unspecified accuracy error. The customer has replaced the dryline receptacle. When the customer runs gas through the monitor the numbers are within plus or minus 1 percent. The customer is requesting the device be replaced. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that when doing gas calibration the device gives an unspecified accuracy error. The customer has replaced the dryline receptacle. When the customer runs gas through the monitor the numbers are within plus or minus 1 percent. The customer is requesting the device be replaced.